Manufacturer narrative:
Manufacturer's investigation conclusions: the report of possible thrombus could not be confirmed as no product was returned for investigation. Review of the log file provided by the account confirmed transient elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established. The submitted log file was dated 22jul2019 and contained data from day 14, hour 14, minute 24 through day 19, hour 4, minute 39. Transient elevations in pump power and estimated flow were captured ranging from 7.3-9.1 watts, and 7.6-10.8 lpm, respectively. These elevations did not appear to be associated with pi events. Despite the observed fluctuations in pump parameters, no other atypical events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The account reported that following the hmii implant, the patient¿s ldh was between 300-400 which was slightly elevated but considered okay. However, pump power continued to rise to 7 watts; therefore, the doctor started the patient on heparin for possible pump thrombosis. Following the heparin administration, pump power dropped to 5 watts and the patient displayed no other symptoms. A cause for the elevated power and flow values was not able to be determined. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis as well as how to respond to such events and provides details regarding the recommended anticoagulation therapy and inr range. In reference to power, the hmii IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Furthermore, this document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 20 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the pump power continued to rise post implantation. The account administered heparin to the patient. The pump power subsequently decreased. The patient did not have any other reported symptoms. No further information was provided.